Manufacturer narrative:
The device involved in this complaint plus one unused device from the subject lots were returned by the distributor for examination. Visual examination of the complaint device revealed that the distal weld of the guidewire had been broken. The proximal coil attachment was intact, so the complete coil was still attached to the guidewire and was removed from the patient with no resulting patient injury. It appears that the coil was subjected to a sharp object and/or was subjected to excessive force, which was sufficient to break the distal coil weld. Standard technique indicates that guidewires should not be pulled back into a needle or sharp object, and that if resistance is met when advancing or withdrawing the wire, a determination of cause and correction should be made before continuing with the procedure. Additionally, the distal weld strength of the unused device was tested and revealed to be within the product's specified range. Finally, a review of device history records for the subject lots revealed all distal weld strengths to be within the product's specified range. Therefore, it is concluded that the guidewire involved in this incident was severed, due to being pulled back through a needle or other sharp device and/or subjected to excessive force by the user.

Event description:
User noted that, when withdrawing the guidewire from patient, the distal coil had unraveled. User reported that no patient injury had resulted.